Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure to resection carcinoma in situ of the lung parenchyma, the stapler was not capable of firing in the middle of stapling and poor staple formation was noted. Bleeding was observed and the staple line was sutured. Replaced by new device to complete the case. There was no patient injury reported.

Event description:
According to the reporter, during laparoscopic procedure to resection carcinoma in situ of the lung parenchyma, the stapler was not capable of firing in the middle of stapling and poor staple formation was noted. Bleeding was observed and the staple line was sutured. There was no patient injury reported.